Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. The device identifier # in section was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2020-00455.

Event description:
The customer from (B)(6) reported that there was a difference of 0.5 mmol/l to 2 mmol/l between the blood glucose readings obtained on the contour next usb meter and contour usb meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour next usb meter and no manufacturing anomalies were found.